Manufacturer narrative:
Date of report : 19jun2019, date rec¿d by MFR : 17jun2019. A touchscreen was return for analysis. An investigation was performed and the root cause was due to the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. International UDI # (B)(4). No phone number provided. Philips field service engineer (fse) confirmed there was no response when clicked on the touchscreen. The fse replace the touch screen and ui board. The device successfully passed performance specification testing after the repair was completed.

Event description:
Customer reported touchscreen fault. No patient/user harm reported. Event date not specified; estimate used.